Event description:
Additional information was received from the patient. They reported that they haven't had a spinal cord stimulator in many years. Patient responded to the letter sent to them; they stated that the second revision was the implantable neurostimulator (ins). The revision did not resolve the issue. Cause was not determined regarding the stimulation reaching other areas. When asked if the worsening back pain due to the device / therapy -or- if it was unrelated to the device/therapy, patient stated "both. They did the second one because I think that's when the battery died. They did the third one because the wire moved and they had to anchor it. Caller stated it's been 20 years and they don't remember much about any of this.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components is the lead: product ID 3998, lot# serial# (B)(6), implanted: (B)(6) 2005, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Information was reported that the stimulation was covering too large of an area. The patient was feeling stimulation in their lower back and right leg, but they only wanted stimulation to their right calf. The patient had lower back pain that was worsening and right radicular pain. Following a reprogramming session with a manufacturer representative (rep) in (B)(6) 2008, the pt experienced little improvement. In the operative notes from (B)(6) 2008, the pt had a 2nd revision, which didn't seem to help with the reported pain.